Manufacturer narrative:
G4: 23may2020. B4: 26may2020. The touchscreen assembly was returned to the manufacturer's failure investigation lab for evaluation.visual inspection of the touchscreen assembly revealed no signs of physical damage and contamination. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly failed resistance measurement testing. The pins labeled as ul_lr and ur_ll were found to be outside of resistance and resistance ratio specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported the touchscreen position was misaligned. There was no patient involvement. The support service technician performed evaluation and confirmed the reported problem. The support service technician then replaced the touchscreen to resolve the issue. Performed performance specification and functional tests after, which the unit successfully passed. Not other abnormalities were found during maintenance or after repair.